Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after changing the battery. Customer was assisted with clearing the alarm and resetting the time and date. Customer then reported that the insulin pump has a crack and missing piece near the battery cap. Blood glucose value was 5.3 mmol/l. The insulin pump would be replaced and returned for analysis.